Event description:
It was reported that a magnesium infusion was programmed manually using guardrails to infuse at 25ml/hr. When infusion began, the clinician noticed pump was running at much faster rate and the magnesium bag was emptied. Clinician noted twelve (12) to fifteen (15) ml's had infused. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a magnesium infusion was programmed manually using guardrails to infuse at 25ml/hr. When infusion began, the clinician noticed pump was running at much faster rate and the magnesium bag was emptied. Clinician noted twelve (12) to fifteen (15) ml's had infused. There was patient involvement but no harm. Additional information was received by the customer following customer internal investigation: pump was programmed as a primary infusion using guardrails. The pump was programmed to be infused at a rate of 25ml over two (2) hours. The infusion was started at 1758. After three minutes the infusion was paused at 1802, and stopped at 1805. Total duration of infusion was three and a half (3.5) minutes. Total volume infused was 1.4ml. Since it was a primary set up, customer suspects "roughly 25ml was used to prime the IV line". The remaining volume in the bag was 25ml (50% of initial content) which, as customer reports "would make it seem like the pump infused faster than programmed". After the incident a new pump was used for the second dose of magnesium.

Manufacturer narrative:
Correction: describe event or problem.